Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the tesu board is broken and therefore the heating function is not given properly, the fiber bonding in the outer tube area (distal end) is damaged, the outer tube has a dent, the outer tube is scratched and therefore has sharp edges, the charged coupled device is broken and therefore the resolution is inadequate. There was no patient involvement.